Event description:
The facility's biomedical engineer reported an infusion pump with a 715:00 failure code. The hospital representative stated to baxter customer service that they have no record of any patient incident involving the pump since the last baxter service event. Information was requested but details were not available regarding patient status, medication involved, tubing product code, infusion rate or set up of the infusion device. Additional contact information was requested but no additional contact was provided.